Manufacturer narrative:
The patient /family was the initial reporter , so personal information was not entered.

Event description:
The advocate stated his daughter's contour next link 2.4 was not saving all of the blood glucose readings in memory. The daughter tests her blood glucose 4 times a day, but the meter memory shows only 1 reading per day. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation a new meter was sent to the customer.